Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the guest surgeon was extracting a fibroid using bipolar energy, through a high-frequency generator from another manufacturer erbe vio3, set at power level 4. The disposable resection loop 011050-10 of the karl storz mini resectoscope became incandescent and broke 5 times 5 products broke. Since it was a surgery using bipolar energy, the patient did not have a dispersive plate also called a return electrode, and on one of the occasions when the loop broke, the patient received an electric shock. In the operating room, another doctor advised the surgeon to reduce the power of the hf generator to 3, which prevented the loop from breaking. Cross reference mdrs: 9610617-2024-00388. 9610617-2024-00389. 9610617-2024-00390. 9610617-2024-00391.